Manufacturer narrative:
Returned device was received with pen marks. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that one week following placement of a smiths medical portex blue line ultra tracheostomy tube, the material was noted to lose strength and stability. There were no reported adverse patient effects.